Event description:
This rv lead was implanted on (B)(6) 2009. A call to technical services on 1/17/12 states that rep checked patient today and noted around 90 ohms shock impedance. At implant it looks like it was 66 ohms. The last year in daily measurements show 75 to 100 ohms and gradual up and down between. Patient has not had any shocks recently so no measurement with shock delivery. Everything else is good and normal. Rep states no evidence of noise. Ts discuss this is a single coil lead so can see higher shock impedance as less surface area. Discuss that since trending for the last year is gradual changes from 75 to 100 ohms and no noise than would suspect this is just normal impedance that is on the higher end. True test is with delivered shock but dr. Discretion and at this point there is nothing that jumps out to say there is an issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).